Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip were reported in a research article in a subject population with multiple co-morbidities including hypertension, heart failure, atrial fibrillation, coronary artery disease, previous myocardial infarction, prior pci, prior CABG, pacemaker, left ventricular function, mitral regurgitation, pulmonary hypertension. Complications reported included death, pulmonary hypertension, heart failure, hospitalization, unchanged mr, recurrent mr, major bleeding, minor vascular complication, unexpected medical intervention, stroke, acute kidney injury; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: impact of pulmonary hypertension dynamics and residual mitral regurgitation shortly after m-teer on long-term outcomes: insights from a prospective registry.

Event description:
The article "impact of pulmonary hypertension dynamics and residual mitral regurgitation shortly after m-teer on long-term outcomes: insights from a prospective registry" was reviewed. The article presented a prospective single center study, to evaluate the influence of residual mitral regurgitation (mr) and the role of pulmonary hypertension (ph) dynamics on long-term outcome after m-teer. Devices mentioned include mitraclip. The article concluded that assessment of ph dynamics shortly after m-teer proved to be a valuable predictor of long-term outcome. Its combination with the post-procedural level of mr can easily identify patients at low or high risk of subsequent adverse outcomes. [The primary author and corresponding author was dr. Otakar jiravsky at agel hospital, trinec, czech republic with corresponding email otakar.jiravsky@npo.agel.cz. The time frame of the study was december 2010 and september 2022. A total of 279 patients were included in this study, of which all received an abbott device. Average age was 72 and majority sex was male. Comorbidities include hypertension, heart failure, atrial fibrillation, coronary artery sisease, previous myocardial infarction, prior pci, prior CABG, pacemaker, left ventricular function, mitral regurgitation, pulmonary hypertension.